Event description:
On (B)(6) 2012, the patient claimed the animas cartridge is leaking. On (B)(6) 2012, the animas representative obtained follow-up information. According to the patient, she had numerous cartridge insulin leakages in the compartment. The infusion set tubing was secure to the cartridge with no cracks detected to the cartridge. The patient reportedly had discarded all products that leaked and declined to complete troubleshooting. Reportedly, his blood glucose was elevated into the 400's mg/dl and he was able to administered self treatment with insulin via syringes. There was no required hcp medical intervention or reported symptoms to suggest a serious injury. This complaint is being reported due to the alleged cartridge leakage issue.

Manufacturer narrative:
(B)(4):the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.